Event description:
Hill-rom received a report from the account stating the brakes caster is not holding. The bed was located at the account in the hill-rom cage shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found both the brake caster not holding due to the rubber caster being worn out and breaking apart. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this in 2005 - 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.